Event description:
It was observed that during the device evaluation, the reno videoscope had no angulation, the control knob had no movement and the angulation lever was stuck at neutral position. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunctions: component failure due to stress, degradation and fatigue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.